Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the trocar was having seal issues; the seal broke and had pneumo issue as the trocar leaked. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the b15lt device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. Additionally the universal seal cap, posts and holes were noted to be cracked. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A potential cause of the condition of the sleeve cap is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what is meant by seal issues, seal broke? Was seal torn? Did seal come loose? Did seal or any part of seal fall into patient? If so, were all seal components retrieved? Seal was leaking. Were any noises heard such as whistling or hissing? Yes, both. If so, did the noise prevent insufflation? Please describe the noise. Yes, whistling and hissing. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Do not know. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? Do not know was any torque being applied to the trocar or device? Do not know.